Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto 3 system. A map shift ¿ no error message malfunction occurred. It was reported that there was a map shift of about 1 cm during the procedure. No error messages displayed on the carto 3 system. The issue occurred during mapping prior to ablation. The physician moved his ablation catheter to the previous his points to verify that they were still accurate before ablating. He found no his signals at those locations. They took more tags in the correct his area to proceed and to complete the procedure. There was no patient consequence. The procedure was completed successfully.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto 3 system. A map shift ¿ no error message issue occurred. It was reported that there was a map shift of about 1 cm during the procedure. No error messages displayed on the carto 3 system. The issue occurred during mapping prior to ablation. The physician moved his ablation catheter to the previous his points to verify that they were still accurate before ablating. He found no his signals at those locations. They took more tags in the correct his area to proceed and to complete the procedure. There was no patient consequence. The procedure was completed successfully. The bwi field service engineer had contacted the bwi field representative and advised the bwi field representative to ensure that a catheter was placed in the field when capturing and sending fluoro images. The bwi field service engineer verified with the bwi field representative that images were being sent without the catheter in the field. The bwi field service engineer advised the bwi field representative that not following this work flow is known to result in map shifts. Following the recommended workflow resolved the reported issue with no further issues reported. The system is ready for use. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.